Event description:
A resolute integrity drug-eluting stent was implanted in the patient successfully. Approximately 4 months later, it is reported that the patient feels weak and is experiencing a pale and yellowish skin colour change. The patient is currently taking plavix.

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure ¿ (reaction); no results available since no evaluation performed - (device or procedural images not provided for review); conclusions: unknown - (root cause could not be determined); inherent risk of procedure ¿ (reaction); unable to confirm complaint - (device or procedural images not provided for review); no device return (product remains implanted). (B)(4).